Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. A separation was noted in the pump body. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. A group of separations, indicating contact with unshod instrumentation, was noted in the inlet tube of the reservoir. This was a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. In addition, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2021 due to the pump was cracked and leaking

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, pump was cracked and was leaking. No other adverse patient effects were reported.